Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges while going down and incline the gears in her scooter stripped allegedly caused her to drive into a brick wall and fall off of the unit.

Manufacturer narrative:
Missing axle keyway post final release. Morei information has become availabe including: 510(k) number; serial number; manufacturer date.

Event description:
Consumer alleges while going down and incline the gears in her scooter stripped allegedly caused her to drive into a brick wall and fall off of the unit.